Manufacturer narrative:
Section a4: patient weight requested but was not provided. Review of the device history record for system controller, (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 09may2016. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their controllers, including driveline fault alarms: ¿call your hospital contact as soon as possible for diagnosis and instructions.¿. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of driveline fault alarms was confirmed via the provided log file; however, the controller was determined to have been unrelated to the cause of the alarms. The system controller (B)(6) was not returned for analysis. The log file from this controller contained data spanning approximately 36 days (21mar2021 ¿ 27apr2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Beginning on (B)(6) 2021 at 6:39, driveline fault alarms became active and remained active throughout the remainder of the log file, correlating to phase b being out of sync with the other two phases. The resolution of the alarms was not observed within the data. The log file from the patient¿s backup controller was also reviewed, containing approximately 2 minutes of data. Although atypical alarms were not observed within that log file, phase b was observed to be out of sync with the other two phases, consistent with the first log file. Due to this observation and the fact that the patient underwent a pump exchange on (B)(6) 2021 due to driveline issues (addressed in manufacturer report # 2916596-2021-02875), the observed driveline fault alarms were determined to have been unrelated to the controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous driveline repairs were captured under MFR #'s 2916596-2018-02935 and 2916596-2019-05280. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with driveline fault alarms. The patient has had an internal and external driveline repair in the past. Upon review of the patient's log files there were driveline faults caused by a possible damaged or broken wire on phase b. Technical services recommended that the patient's controller be exchanged to ensure that the driveline faults were authentic. The patient's controller was exchanged and the driveline faults resolved.